Manufacturer narrative:
Follow-up #1: date of submission 07/08/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 06/23/2015 with the following findings: during investigation, the keypad was found to be intact; no damage was observed. All of the keypad buttons responded appropriately during investigation. The keypad cover was removed and no contamination was found under the button contacts. The pump was opened and there was no damage to the keypad flex and no evidence of moisture found inside the pump. The complaint of the under responsive ok button was not able to be duplicated during investigation. There was no defect found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the ok keypad button was under-responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.